Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed. The evaluation showed that the lock has movement and a residue buildup was present. The unit needs to be machined to have heli-coils added to large starburst threads. The set screw in the swivel base was tight. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the lock/unlock mechanism on the mayfield modified skull clamp (a1059) was not engaging. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.